Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when post-paced t-wave oversensing was observed via stored egm. The device was reprogrammed. The patient was in stable condition.

Event description:
New information received states that another episode of non-sustained rv oversensing was observed. Further reviewed appeared either lead noise or extra-cardiac signal. The oversensing could not be reproduced. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.